Event description:
New information notes that the asymptomatic patient presented in the clinic for a routine follow-up with another non-sustained rv oversensing episode due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Further information notes that no programming changes were made and the physician will continue to monitor the device for any additional occurrence. Device remains implanted. Patient is asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Patient was asymptomatic. Programming changes were recommended.